Event description:
It was reported that during the use of the device for a non-clinical activity, there was no battery back-up on the system. The customer had unplugged the system and drained the batteries. The batteries would not fully charge. There was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) replaced the batteries and returned the power manager logs for further eval. The voltage on the batteries were 11.7 vdc and 13.1 vdc. The fsr tested the battery back-up and verified they were charging. With the batteries replaced, the unit operated to MFR's specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.